Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump did not announce high blood glucose alerts as expected. The customer reported blood glucose (bg) level elevated from 300 to above 500 (mg/dl). The customer declined to provide information regarding the elevated bg level and reported bg was unrelated to pump or supplies. Although requested, the customer declined to upload the pump data logs for reportedly, customer continued to use the pump for insulin therapy.